Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shock due to noise. The noise was not reproduced with isometric testing. The device was reprogrammed. The patient will be monitored.